Event description:
It was reported that the patient was planning on having new stuff put in (B)(6) 2015. The patient clarified that the leads started screwing up. The healthcare provider (hcp) had tried reprogramming. During one session, the patient wasn¿t getting anything on his right side unless he turned and then he was ¿hit hard.¿ it was stated that temporary leads were going to be tried first and then permanent leads would be used later. The leads issue began in 2014 and the reprogramming began in 2014 as well. The specific reprogramming session mentioned occurred in (B)(6) 2015, at which point they determined to try new leads. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the intervention did occur, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # j0005651v, implanted: (B)(6) 2000, product type lead; product ID 3487a, lot # j0005651v, implanted: (B)(6) 2000, product type lead; product ID 3487a, lot # j0005651v, implanted: (B)(6) 2000, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a, lot # j0005651v, implanted: (B)(6) 2000, product type lead. (B)(4).